Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced e100. System tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The e-100 generator was analyzed and the reported failure was replicated. This unit was installed onto the test system and failed testing. Instrument port would frequently be plugged in and unit would emit an error tone, instrument led would then flash amber. It was noticed this occurred more often when the instrument was plugged in while maintaining slight pressure to the right of the port. E-100 would still show on the troubleshooting vsc panel. Energy did not fire when pedal was pressed, would instead gave a check connection message.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instruments were getting errors with the e-100. Staff stated that when they got a new instrument and plugged it in, it worked normally but if they unplug it and then later plug it back in they got a double beep and amber led's. Logs showed no related errors. Staff tried this with multiple instruments and no change. Staff then tried these instruments on their other system and they plugged them in several times and had no issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without any errors. The case was completed in original configuration by using erbe with no patient injury.